Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the lead exhibited high thresholds and it was found to have dislodged. During the procedure to revise the lead, increasing and high thresholds were observed, despite multiple positioning attempts. The lead was explanted and replaced. No patient complications have been reported as a result of this event.